Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. No add'l pt/even details have been provided to date. Should add'l info become available, a f/u report will be submitted. (B)(4).

Event description:
It is reported by the distributor that a dressing was press-fit together with the package.